Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03864. It was reported that stent dislodgment occurred. The target lesion was located the moderately calcified proximal right coronary artery (rca). After a non-bsc guide catheter and guide wire crossed the lesion, pre-dilatation was performed with a 2.5 emerge balloon catheter. A 3.00 x 12 synergy ii drug-eluting stent was advanced but the stent dislodged from the delivery balloon. The whole system was removed while the dislodged stent remained in the rca. A balloon was advanced to trap and catch the stent with low pressure inflation but failed. Snaring was attempted using a microsnare kit but also failed. Guide wire access was lost and rewire was performed. Subsequently, it was decided to crush the stent against the vessel wall of the proximal rca under high inflation pressures. A 3.50 x 12 synergy ii drug-eluting stent was then prepared to cover the crushed 3.00 x 12 synergy ii stent. However, during preparation, the stent dislodged from the delivery balloon when the stent protector was removed. A promus stent was used instead and was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.